Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss near the pump; therefore. A surgical procedure was performed, during which cylinders and pump were removed and replaced, the existing reservoir was drained and retained, while a new one was added to the system. There were no patient complications.